Manufacturer narrative:
Additional information: a: date of birth, b4: date of this report, d4: model number, h4: device manufacture date, d3: manufacturer email address, h6: method, results, and conclusions. Corrected fields: d1: brand name, d2: common device name, g3: date received by manufacturer, g4: PMA/510 (k)#, h6: device code, impact code, and component code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
The patient is having headaches when using ortho pak., no additional information has been provided as of today.

Event description:
The patient is having headaches when using ortho pak. No additional information has been provided as of today.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.